Event description:
Systhes evaluation department identified a colored residue present on eight of twenty opal spacers contained in a customer returned evaluation set (part #60.803.103). This report is for module the opal spacers are contained in. This is report 9 of 9 for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to a FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for the opal module was completed by the supplier and no complaint related issues were found. The module was manufactured to specifications and requirements. Based on the evaluation performed the reported issue is concluded to likely be related to customer cleaning processes and not a product manufacturing or design deficiency.